Event description:
The customer reported no aiming beam was available on the system. A cryopexy was performed to complete the case. There was no pt injury.

Manufacturer narrative:
The co service rep examined the sys and found the laser indirect ophthalmoscope (lio) fiber was broken. The lio fiber was replaced. The sys was tested and passed all product specs.